Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and blurred vision. In a separate visit the lens was explanted and replaced for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 - corrected to: the initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.5/3.5/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vault with rotation and blurred vision. The lens remains implanted. The problem is not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).